Event description:
It was reported that the universal high torque drill was smoking during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the universal high torque drill was smoking during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device smoking was not confirmed. The device had debris in the housing from a broken rotor collet. Debris in the housing is a potential cause of the reported event of the device smoking since debris increases friction in the device during use.

Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete.